Event description:
It was reported that a patient came in with pain (left side) and it was observed that the nail has been broken. Screws were also broken.

Manufacturer narrative:
Evaluation summary: regarding locking screws: both locking screws are broken in half; the breakage surfaces indicate that both screws broke spontaneous due to an overload. The x-rays show that the screws broke due to a displaced nail to distal. The nail displacement was most likely caused by heavy loads due to full weight bearing. It¿s possible that the screws broke prior to the nail; in this case the distal anchoring was no longer given and this issue did also contribute to the nail breakage. If the screws broke prior could not be determined due to missing information. A more precise statement was not possible based on the returned products and information. No discrepancies were detected during risk analysis review.

Event description:
It was reported that a patient came in with pain (left side) and it was observed that the nail has been broken. Screws were also broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.